Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included fracture of calcaneus, closed on (B)(6) 2013, essential hypertension on (B)(6) 2010, cervicitis human papilloma virus on (B)(6) 2010 and absence of menstruation on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect") and vaginal discharge ("vag. Discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, dysmenorrhoea, pelvic pain, dyspareunia, abdominal pain, heavy menstrual bleeding, bladder disorder, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary prob discrepancy noted in dates of insertion- 2008, (B)(6) 2010 and (B)(6) 2010. Sterilization: (B)(6) 2010. Date(s) of insertion: on (B)(6) 2008 (discrepancy noted as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect") and vaginal discharge ("vag. Discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, dysmenorrhoea, pelvic pain, dyspareunia, abdominal pain, menorrhagia, bladder disorder, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary prob quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated to dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), pregnancy ectopic, perforation fallopian tubes, bladder probs.,uti,vag. Infect.,vag. Discharge, device ineffective no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.